Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 3. On (B)(6) 2021 fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility and abscess. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2019 in the patient's mouth. On (B)(6) 2021, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility and abscess. No further patient complications were reported.